Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photos identified a break and were observed inside a peel pouch package. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Physician reported " implant rupture" device has been explanted. This relates to the right side.